Event description:
Reportedly, after firing, the device could not be removed. One-third of the tissue was not cut properly. Hand sutured. The pt is under observation. No pt injury. Procedure: colonectomy.